Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The june 2007 15-month mid-ureteral slings complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
Boston scientific corporation became aware of this event through documentation initiated by the patient. It was reported to boston scientific corporation that in 2006, a boston scientific lynx suprapubic mid-urethral sling system was used for a bladder suspension procedure on this patient. Post procedure (approximately 2007), the patient was experiencing pain and was seen by another physician. The examination revealed an infection that had encapsulated the mean. The physician opted to remove the mesh completely. In addition, the physician indicated the patient had nerve damage, a result of incorrect sling placement. During a follow up visit, the infection disappeared. The patient was administered lidocaine injections through her abdomen for the nerve damage along with additional injections of cortisone to relieve the pain. The physician is monitoring the patient's condition to see if further treatment is necessary.